Event description:
The initial reporter received questionable tp2 total protein gen.2 results from three patient samples tested on the cobas 8000 cobas c 701 module. The initial results were reported outside of the laboratory. Sample ID (B)(6): the initial result was 70.2 g/l. The repeat result was 80.7 g/l. Sample ID (B)(6): the initial result was 68.6 g/l. The repeat result was 81.1 g/l. Sample ID (B)(6): the initial result was 69.7 g/l. The repeat result was 79.9 g/l. The higher results of all 3 samples were expected to be the correct ones. The reagent lot number is 689516. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the cap of one of the pipetter's arms was loose and defective and was attached with tape. A new cap was then ordered and installed by the customer. He also noted the washing wells of both sample needles were heavily soiled. He cleaned these parts and fixed the adjustments of both sample needles. One of the sample needles was changed due to heavy soiling. He verified the reagent wash well flush pressures, gear pump, main water pressure, wash stations, and tubes were within specifications. He performed a precision check and noted that two assays had unsuccessful results. On his next visit, he adjusted the ultrasonic mixer (usm). He performed mechanical and instrument checks which verified that the module was within specifications. The investigation determined that the module's pipetter arm cover was defective and the probe washing station was contaminated. Product labeling states: "cleaning the rinse stations of the c 701 and c 702 module to prevent bacterial growth or precipitation that may clog the rinse station, you must clean the rinse stations of the sample and reagent probes."; "4 reattach the pipetter arm cover; the rear section first and then the front section." The investigation determined that the issue was due to insufficient maintenance.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.